Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The customer did not receive a low battery alert prior to the off no power alert. The insulin pump was dropped during the off no power troubleshooting. The screen was scratched but she could read it. After changing the battery, the insulin pump had a blank display for ten minutes. Customer's blood glucose level was 106 mg/dl. The displacement test and the self-test passed. A replacement battery cap did not resolve the issue. The device was not returned.

Manufacturer narrative:
Reference medwatches 3004209178-2015-66657 and 3004209178-2015-66658 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.